Event description:
This patient was admitted (B)(6) 2010 for total laparoscopic hysterectomy with bso for menometrorrhagia. The surgery was completed on (B)(6) under general anesthesia without complication (ebl = 50 ml). Lowest bp during surgery about 80/45. An on-q pain pump with bupivacaine 0.5% and ketorolac 60 mg was placed. The patient received desflurane, fentanyl, lidocaine, propofol, dexamethasone, ondansetron, hydromorphone, ketorolac, percocet, and docusate during the hospitalization. She was discharged from the hospital after an uneventful stay. On (B)(6) 2011 she presented to the ed with cc of crampy abdominal pain, left upper quadrant radiating to the mid-back by the flank area. She denied vomiting, diarrhea and fever. Denied excessive acetaminophen use, only a couple of doses. The patient had a work up which revealed elevated lfts. Bentyl and oxycodone were prescribed and she was discharged with outpatient follow up with a gastroenterologist. Follow up labs on (B)(6) showed resolution of the lfts. It is suspected that this patient experienced drug-induced hepatitis. She is on multiple medications and supplements at home, and received several medications in the hospital. It is not clear which medication may have caused this problem.